Event description:
Leak of exactamix 2l bag found during final compounding / inspection. Leak found at the center port; 1 bag sent back to MFR. Diagnosis or reason for use: tpn for short gut syndrome.